Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about the insulin pump frequently alarming no delivery and lost sensor. Customer stated that he has gotten between 6 to 10 no delivery alarms within three months of use. Customer stated that 50 percent of the times, the alarms occurred in periods of inactivity. Customer complained about having a no delivery alarm on the insulin pump at night when he was sleeping. Customer was unable to troubleshoot and did not know the blood glucose value. Nothing further reported.